Manufacturer narrative:
Per add¿l info received, the pump will not be returning for eval, as it was not explanted from the patient. An autopsy was not performed. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced a red heart alarm, low flows, and his hemoglobin was at 6.9. The patient received a blood transfusion and the red heart alarms stopped. The patient continued to have gi bleeding and low hemoglobin and approximately three weeks later the patient expired from complications of the gi bleed.